Event description:
The facility representative contacted baxter to report an infusor that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).

Event description:
During the follow-up of the device involved in this MDR report, an episode recorded in device memories showed an atp therapy which was delivered successfully, despite no atp therapy was programmed.